Event description:
The customer received a blood glucose reading of 136mg/dl at 10:36pm on the contour next ez. She retested at 11:18pm and her reading was 45mg/dl, at which time she was sweating and ready to pass out. An ambulance was called. She was given sugar water and ginger ale. Her blood glucose rose to 76mg/dl and she felt better. Product was not expected to be returned and it was not replaced.